Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a broken intraocular lens (iol). Additional information was provided that the event occurred during an iol implant procedure. A different iol was used to complete the procedure. There was no patient contact and no patient harm.